Event description:
It was reported that during a routine implantable pulse generator (ipg) upgrade, the epicardial right atrial (ra) lead exhibited undefined high impedance, high thresholds and had fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.